Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. A field service engineer (fse) found drawer 5 failed with no lights on the boards. The module board was tested and found defective. Both controller boards were replaced, and the position sensor was also replaced after the header broke during removal. The drawer was tested in diagnostics, and the pharmacy tested and verified functionality in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pacu multiple drawers were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.